Event description:
Patient reported they have a really obvious open bite and they have two teeth on the bottom that are still lower than the rest of the bottom teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.